Event description:
It was reported that the patient had pain over the implant site, left buttock. It was noted that the patient was given medication, including ibuprofen and gabapentin, and the issue resolved. Additional information received reported that the patient had ongoing tenderness. Additional information received reported that the pain and ongoing tenderness over the implant site had settled down at the time of the doctor visit. The issue was reported as resolved.

Manufacturer narrative:
Product ID 309328, lot# b0367832k, implanted: 2005-(B)(6), product type lead product ID 3095-10, serial# (B)(4), implanted: 2005-(B)(6), product type extension. (B)(4).